Manufacturer narrative:
Concomitant medicl products. 5076-45, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's primary care physician suspected an issue with the implantable cardioverter defibrillator (ICD) due to the patient's heart rate of 29 beats per minute. A remote transmission indicated that the implantable cardioverter defibrillator (ICD) was currently functioning as programmed and no issues were noted. The ICD remains in use. No further patient complications have been reported as a result of this event.